Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed imaging modalities. No x-ray was available and drive wheels were not working. The power tray was replaced and 2d and 3d were tested. The drive wheels were working, and the imaging system was functional. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that, while outside a procedure, it was reported that there were no x-ray and low batteries. There was no patient present when this issue was identified.

Manufacturer narrative:
The power tray was returned to the manufacturer for analysis. Analysis found that when the power tray was installed in a known good system with the umbilical cable connected to the image acquisition system (ias), there was no power to the charger enclosure resulting in the batteries not charging. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.